Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant. During a device replacement procedure, this pacemaker exhibited intermittent loss of capture (loc) with high pacing thresholds. The device was successfully completed with another pacemaker. No additional adverse patient effects were reported. At this time, this pacemaker was already returned to boston scientific but further analysis.

Event description:
It was reported that this pacemaker was an attempted implant. During a device replacement procedure, this pacemaker exhibited intermittent loss of capture (loc) with high pacing thresholds. The was successfully completed with another pacemaker. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.